Event description:
Following insertion of the sheath, the iab was inserted through the hemostasis valve. However, bleeding persisted from around the valve after the balloon had been positioned in the descending aorta. Due to the persistant bleeding from around the valve, both the balloon and the sheath were removed and a second iab was inserted. (Event complications: unknown - reported 09/02/97.) (Pt's current status: unk-rpt'd 09/02/97.)

Manufacturer narrative:
Evaluation: a clear hemostasis valve assembly (snap fit type) was returned for evaluation. Blood was noted on the exterior and interior of the device. Visual examination revealed the valve gasket to be unseated or "crooked" within the clear valve body. Probable cause of difficulty: based on the visual examination of the hemostasis valve, the position of the valve gasket would have contributed to the rpt'd difficulty as indicated by the user. The complaint was shared with the appropriate individuals in mfg. This dept also verified that the valve was not seated properly within the hemostasis valve body. In order to prevent future occurrences, the operators will be shown a photograph of the unseated valve gasket and will be retrained on this procedure. As a note, snap fit hemostasis valves are not being used in insertion kits.